Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer passed away while wearing the insulin pump. The medical examiner, who was investigating the customer's death, suggested that the customer may have used the insulin pump to commit suicide. Nothing further was reported.